Event description:
Trapsystem needle handle broke off while being inserted during bone marrow biopsy. Manufacturer response for bone marrow bioopsy set, hs hospital service trap system (per site reporter): replaced current stock with new lot.